Event description:
It was reported the patient alert sounded a few days after device implant. Interrogation showed that the rv (right ventricular) lead impedance was lower than 200 ohms. The physician suspected a poor connection. During the revision surgery, the hvb setscrew could not be unscrewed, but the lead came out when pulled very gently. Because the lead could not be reconnected to the device, the device was replaced. The leads were reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; setscrew damage observed.